Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the reported problem area of the pipette assembly needed to be replaced. The plunger clamp was replaced. The instrument was tested without further problem and returned to service.